Event description:
The customer stated that she was hospitalized due to high blood glucose levels. The reported blood glucose at the time of the call was 395 mg/dl. The customer stated that the nurse dropped the insulin pump when she was being released, and now there is a crack on the reservoir compartment. The customer stated that the event was not due to an insulin pump malfunction. The customer stated that she ate something and did not treat correctly. Advised the customer that the insulin pump would be replaced due to the cracked case. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked case at display window corner, scratched display window and a broken belt clip slot. The insulin pump received without original belt clip.